Manufacturer narrative:
H.6. Investigation summary: material #: 301746. Lot/batch #: 3109100. Bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode loose IV shield. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that prior to using bd vacutainer® flashback blood collection needle, the IV shield was loose. No patient impact reported.

Event description:
It was reported that prior to using bd vacutainer® flashback blood collection needle, the IV shield was loose. No patient impact reported.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) hospital. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.